Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 54 mg/dl. Customer had symptom of low blood glucose; customer was vomiting and had a stomach virus. Customer was hospitalized due to gastroparesis. Customer was still hospitalized at the time of call and was treated with injections. Customer was wearing insulin pump at the time of hospitalization. Customer also had high blood glucose of 300 mg/dl due to no delivery alarm. Troubleshooting could not be completed as insulin pump was removed for treatment and sets were thrown away.